Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Unknown when pain started. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. This report is for unk - screw cannulated/unknown lot number. (B)(4). The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2009, the original implant date of an open reduction internal fixation (orif) of a patient's ankle was performed. The surgeon had implanted two 4.5 cannulated screws with partial thread; one 30mm screw, and the other screws of unknown quantities were 40 mm lengths. The patient was completely healed but began to experience pain. The patient reported feeling the head of the screw and that it was bothering her. Reportedly the head of the screw was not counter-sinked. Over time the screw began to cause the patient pain and she requested that it be removed. The patient went in for revision surgery on (B)(6) 2016. There was no infection and the patient was totally healed. The surgeon easily removed the one screw with no product issue. There was no surgical time delay and the surgery was successfully completed. The patient status outcome is good. There was no additional other hardware implanted. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.